Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient had a baclofen pump implanted for her cerebral palsy related spasticity. The pump started having issues in 2011 and found to be on a recall. The patient went through many complications as a result. No further information was reported.